Event description:
On (B)(6) 2025, the beta bionics ilet user reported a low blood glucose of 47 mg/dl after receiving insulin earlier in the evening for a prior high. The ilet device alerted for low blood glucose. The patient treated the low with fast-acting carbohydrates and reported not feeling well during the event. No medical intervention or outside assistance was required. The patient inquired about adjusting correction doses and was advised to consult their healthcare provider regarding target range or settings.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.